Event description:
The customer reported erroneous results for one patient sample tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. The initial total psa result was above 9 ng/ml on the e601 analyzer. The sample was repeated on an e411 analyzer with a result of 0.17 ng/ml. The sample was repeated on the e601 analyzer with a result of 0.17 ng/ml. It was requested, but it is not known if the erroneous high result was reported outside of the laboratory. No adverse event was reported. The total psa reagent lot number was 178045 with an expiration date of 07/30/2015. The field service engineer exchanged the pinch valve tube and confirmed the analyzer was working properly by performing system volume check, finalization, assay performance check and control measurements.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. No further information is available.